Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient's right atrial (ra) lead, which presented as false atrial fibrillation episodes. No intervention was reported and the patient will continue to be monitored. The patient was stable throughout.

Event description:
New information received notes that additional malfunctions of inappropriate mode switch was noted. Corrective programming changes were made but the patient reported symptoms of discomfort and heart palpitations. The right atrial lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.

Manufacturer narrative:
The reported events were mode switch and oversensing noise. The reported event of oversensing noise was confirmed. As received, a complete lead was returned in two pieces. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event of oversensing noise was due to the exposure of the outer coil at the abrasion zone consistent with friction to the device can.